Event description:
Customer reported a false positive troponin (tni) result with the triage cardiac panel 25 test. Patient was admitted and monitored by ultrasound with no positive findings and discharged for non-mi. No invasive procedures were performed.

Manufacturer narrative:
Product support could not confirm the client's observations without return of patient sample. Retention testing of the complainant device lot returned the following: tni positive control yielded % recovery within manufacturing specifications. Tni negative control yielded tni <0.05 ng/ml on all replicates. Complaints are routinely tracked for changes in product performance trends. Corrective action not required at this time.